Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo cable. The system operates as intended.

Event description:
The customer reported the system will not produce an image even though the technique is at maximum. No pt injury was reported.